Event description:
It was reported to gore by the head nurse, vascular surgery, that during femoro-popliteal bypass surgery, the suture tore (frayed) at the distal and proximal anastomosis. He went on to report the suturing was redone because of bleeding. Additionally, he reported the suture was discarded at the hospital and no suture is available for examination. B. Braun melsungen ag, MFR of vascugraft, has been notified of the event. It was reported to gore by the physician, the pt is in good condition. Additionally, the physician reported the femoro-popliteal bypass was completely done meaning the or field or pt's wound/skin was completely closed and dry. However, after 5 -10 mins bleeding started. The physician went on to report, at proximal and distal anastomosis knots were still in place but suture was frayed out on both sides. The physician went on to report that because of the complication, the pt needed one unit of stored blood.

Manufacturer narrative:
Review of the device history record is in progress.